Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump site reminders would intermittently not display messaging. No impact to the customer's blood glucose. The customer declined further troubleshooting with tandem technical support and reverted to manual injections for alternate insulin therapy.